Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd¿ injector 2 parts 10ml (bulk) syringe leaked during use, it was also reported that ¿analgesic cannot be dosed correctly¿. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd¿ injector 2 parts 10ml (bulk) syringe leaked during use, it was also reported that ¿analgesic cannot be dosed correctly¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Additional information: the actual sample was returned for evaluation. Investigation summary: the manufacturing facility received the affected sample for investigation and a leakage through the plunger rod was observed. Using magnification to evaluate the plunger, we were able to identify damage in the plunger rod. The leak likely occurred as a consequence of the damage noted which could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. This complaint has been recorded in our complaint management system and will continue to be tracked for any future occurrence.

Manufacturer narrative:
Bd has been provided with a picture of the affected sample. The evaluation of the picture showed a leakage of fluid between the tip of the syringe and the attached tip cap. Bd could confirm the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Based on the nonconformance description and the returned picture, we think that the issue could be related with some ineffective luer slip fitting between the syringe tip and the device used in connection to the syringe.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported that a bd¿ injector 2 parts 10ml (bulk) syringe leaked during use, it was also reported that ¿analgesic cannot be dosed correctly¿. There was no report of exposure, injury or medical intervention.